Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the patient experienced bleeding resulting in a change in rash under the sensor area only indicating a prescription topical cream or ointment. No further information was provided. No blood glucose values were provided.